Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 121: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. The easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
Patient was hospitalized for elevated blood glucose levels (specific values were not provided) on an unknown date. It was reported that insulin could not be delivered quickly enough when the patient reached the hospital, and she had to be resuscitated. Patient was diagnosed with diabetic ketoacidosis (dka). Patient reported having ongoing adhesive issues with the pods. She also confirmed that she has a backup method of insulin delivery to use in emergency scenarios. The duration of pod wear was unable to be provided. After multiple good faith efforts, no further information could be obtained.